Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in 2015, the right ventricular (rv) lead exhibited high impedance. The pacing and sensing threshold remained within normal range, so the physician opted to monitor the lead. On (B)(6) 2018, during a routine generator change, the rv lead impedance was normal so the physician opted to reuse the lead. When the chronic rv lead was connected to the new device, high impedance was noted. Under fluoroscopy, exposed wires were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.